Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by (B)(4) 2011.

Event description:
The system is going through a reboot when a middle of the procedure without any error message.